Manufacturer narrative:
Device evaluation completed on (b)(6_ 2019: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed for the finished device number 191024 and no non-conformance's related to the reported complaint condition were identified complaint was not confirmed. It is important to note that all mentor gel implants are low bleed. World-wide studies on the subject of bleed have not linked it to illness in patients.¿ gel bleed is inherent in the use, design and/or materials specified for these devices and are referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor memorygel 250cc, silicone on the left side, and 275cc on the right side gel breast implants which the left side had issue with gel bleed and the right side ruptured after implantation. As a result patient underwent bilateral removal and replacement on (B)(6) 2018. This report is for the left side.